Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that their device stopped working and had blank display. The customer's blood glucose level at the time of incident was unknown. The customer states they have been on manual injections for the a couple of weeks. The customer was advised that continuation of therapy pump would be sent out, and that their current pump need to be sent back for analysis.